Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 4.00 mm stent delivery system was returned for analysis. The device was returned with the stent damaged on its entire length. Stent struts from mid to proximal region of the stent were pulled proximally in a proximal direction over the proximal balloon cone and covering partially the proximal markerband. The stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A review of the media provided could not identify the alleged stent damage or the difficulty in advancing trough an already deployed stent as the only two stents visible in the images provided were deployed at the lesion sites without any issues. The event description mentions that the stent had difficulty advancing through the extension guidecatheter as well as the previously deployed stent however no stent interaction with the extension guidecatheter or difficulty advancing through the previously deployed stent was noted during the media review. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The 70% stenosed, eccentric target lesion was located in severely tortuous right coronary artery. After an unknown stent was deployed proximally, a 24x4.00mm promus premier drug-eluting stent was advanced but failed to pass through the first deployed stent in the proximal area. Upon removal, the device failed to come out from a non-bsc guide extension catheter. Eventually, the device was removed but it was found that the stent strut was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The 70% stenosed, eccentric target lesion was located in severely tortuous right coronary artery. After an unknown stent was deployed proximally, a 24x4.00mm promus premier drug-eluting stent was advanced but failed to pass through the first deployed stent in the proximal area. Upon removal, the device failed to come out from a non-bsc guide extension catheter. Eventually, the device was removed but it was found that the stent strut was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported.